Event description:
Patient reported experiencing low blood glucose of 30 mg/dl. The paramedics were called and the patient was treated with dextrose by IV. Patient switched to her backup infusion device and her blood glucose level returned to normal (normal values were not provided). Patient did not report any symptoms associated with the low blood glucose. Product was requested to be returned for evaluation.